Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as the onset, the patient was admitted to the hospital for the event and received treatment with antibiotics for five days. After six days from the date of onset, the pd catheter was removed. At the time of this report, the patient has not recovered from the peritonitis event. No additional information is available.